Event description:
It was reported that an examination on (B)(6) 2011 determined the patient had positional pain coverage. The patient's leads were replaced on (B)(6) 2011, and during the procedure it was noted that there was slight lead migration to t8-t9. The ins was also repositioned during the procedure. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2011 (B)(6), lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2011 (B)(6); programmer: model 37743, serial# (B)(4).